Event description:
During the procedure, when advancing the guidewire through the introducer into the patient, the guidewire punctured the introducer. The guidewire and the introducer were removed and exchanged to complete the procedure with no consequences to the patient.

Manufacturer narrative:
One 8.5f fast-cath introducer sheath and dilator were received for evaluation. The dilator had been perforated proximal to the distal tip. However, no resistance or other functional anomalies were noted during guidewire insertion through the dilator. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the dilator perforation remains unknown.